Event description:
It was reported during lead implant, the stylet would not fully go down the lead. The lead was fluoroed and showed that the tip of the lead was bent, and the stylet had punctured the side of the lead. The lead was extracted and a new lead was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.